Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported that the needle broke when sewing in surgery. Changed another one to complete the surgery. There is no report on patient's injury. Enclosed please find defect photo. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what is the correct quantity of product involved (the available product photo shows two broken needles, but only one product involved was reported)? Since this code has 8 needles in one sterile package. Even though 2 of these 8 needles broke, they are from one package. Did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? No. What was used to complete the procedure? There are 8 needles in this package, and the needle broke after the procedure completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product received for analysis was vcp784d. Visual inspection and metallurgical analysis were performed on the returned product. One failed suture needle, labeled as (B)(4), were submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on february 12, 2026. The components were identified as product code vcp784d. It was requested that hsa assess the fracture mode of the failures. A fracture was observed in the body of sample a and of sample b. The needles were received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. These were ductile fractures.